Event description:
It was reported that a device was used during a laparoscopic "toupet", the gasket on the device ripped. Another device was used to complete the case. There was no consequences to the patient.